Manufacturer narrative:
Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA.

Event description:
PICC line was leaking at the hub, needless access device (nad) changed several times, t-connector added. Line was leaking significantly. We tried trouble shooting,using numerous devices like (nads, t-connectors, valguards) nothing helped.

Manufacturer narrative:
Although the faulty sample was not returned, the customer provided one opened blister and two sterile unopened blisters for analysis. The opened blister contained the catheter but did not include the needle-free device, as shown in the image provided by the customer. Additionally, images were provided showing leakage at the connection between the catheter and the luer lock hub, where a needle-free connector (not a vygon germany gmbh product) was attached to the catheter. The opened blister was successfully flushed with water, and no leakage was observed-even after removing the stylet or clamping the catheter tube to increase internal pressure. Additionally, one of the sterile blisters was opened to test another catheter, and again, no leakage was detected. Therefore, we were unable to reproduce the issue described in the complaint and are consequently unable to determine its cause. The customer should direct this complaint to the manufacturer of the needle-free device (nfd) shown in the image. The issue may be due to the nfd not being securely attached to the catheter's ll-hub or because the nfd is an incompatible accessory. A review of the component batch history records was performed, and no deviations were found. The batches complied with their specifications and were released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. The ll-hubs are randomly tested in accordance with iso 80369-7. A 2-year review of vygon USA's complaint data shows three complaints for lot 24k011d related to leaking catheters, all originating from this facility. Investigations into all three complaints determined that the leaks were not caused by a manufacturing defect. Corrective action: based on the investigation the retuned samples were successfully flushed with water, and no leakage was detected. Therefore, no further corrective action has been initiated by vygon germany's quality management at this time. The customer should direct this complaint to the manufacturer of the needle-free device (nfd) shown in the image provided by the customer.

Event description:
PICC line was leaking at the hub, needless access device (nad) changed several times, t-connector added. Line was leaking significantly. We tried trouble shooting,using numerous devices like (nads, t-connectors, valguards) nothing helped.